Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound, if applicable? Please describe any medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? How long was the delay in the procedure? Were there any unexpected outcomes or complications, other than infection, as a result of the prolonged surgery time? Does the surgeon believe the prolonged surgery was the cause of the post-op infection? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. What is the patient's current status? Product code and lot number? All answers above are unobtainable. Once there is any update, we will update the information. Event reported in 2210968-2022-04436.

Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2022 and suture was used on the peritoneum. Post-op, the patient had a post-op infection. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/21/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: after investigation, the female patient (46-year-old) underwent surgery on (B)(6) 2022 due to acute appendicitis (the specific surgical name was unknown). On (B)(6) 2022, the patient developed surgical site infection (the specific symptoms and signs, examination results and treatment measures were unknown). No further details regarding the event were provided by the hospital and no subsequent adverse event reports were received. (B)(4) corrected b5 narrative: it was reported that a patient underwent a procedure for acute appendicitis on (B)(6) 2022 and suture was used on the peritoneum. Post-op, on (B)(6) 2022, the patient developed surgical site infection. The specific symptoms and signs, examination results and treatment measures were unknown. No additional information could be provided.